Event description:
A 60 year old female with medical history of congestive heart failure, left ventricular hypertrophy, mitral stenosis and insufficiency, and hypertension underwent mitral valve replacement with a 30mm mitral homograft and aortic valve replacement on 5/6/1998. Pt developed severe mitral regurgitation and cups degeneration leading to explant on 6/29/1998.